Event description:
The account alleged the side rail would not latch. No injury reported.

Manufacturer narrative:
The account found the side rail shoulder screw is missing from the latch. The account replaced the side rail shoulder screw to resolve the issue.